Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the light guide malfunctioned during a procedure and the intraocular structure could not be seen clearly. The procedure was completed with the light source of the microscope. Additional information has been requested.